Manufacturer narrative:
The review of the prismaflex hf1400 set device history record for lot number 14a2006 shows that no manufacturing anomaly was recorded regarding this lot number. The complaint history files show no similar complaint for lot number 14a2006. The prismaflex hf1400 set was discarded and not available for inspection. As noted above in the description of the event, the user had connected the hf 1400 set to the ECMO circuit (the access line of the set was connected to a stop cock at the post-oxygenator port of the ECMO circuit and the return line was connected to the pre-oxygenator port of the circuit). This was an off-label use of the hf 1400 set. Gambro received no information to suggest that a gambro product caused or contributed to the event and it does not regard the submittal of this report as an admission of causation or liability.

Event description:
A critically ill patient requiring multiple life support measures was undergoing continuous renal replacement therapy (crrt) in conjunction with ECMO. The prismaflex filter set was running via an existing ECMO circuit; air entered in the crrt and ECMO circuits. The ECMO circuit was secured prior to air reaching the patient. The nurse reported a portion of the blood from the extracorporeal circuits was returned to the patient and the patient sustained an estimated blood loss of 300 ml. The crrt inflow (access line) was connected by the user to a stop cock at the post-oxygenator port of the ECMO circuit and the outflow (return line) was connected by the user to the pre-oxygenator port of the ECMO circuit. The source of the air was not confirmed but the nurse reported it likely entered the crrt and ECMO circuits via the stop cock configuration at the crrt return line connection. The patient coded approximately 30 minutes later while new circuits were being set up. The patient was successfully resuscitated and both ECMO and crrt were restarted. The cause of the cardiac arrest was unknown.